Event description:
It was reported that during stent deployment on iliac vein compression syndrome in the lower limb via, the stent proximal end allegedly released automatically after entering a certain distance on guide wire. It was further reported that stent was removed and procedure was completed with another stent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. During evaluation, the stent was found prematurely deployed for 7mm which might happen during handling of the system. The system was returned with a guide wire inside and an unsuccessful attempt was made to remove it. The system was properly attached to the hand grip. In this case, device compatible accessories were used, predilation was performed, the system was flushed prior to use and no resistance was encountered while advancing the delivery system over the guide wire. Based on the returned sample analysis the reported failure to advance the delivery system over a guidewire as well as associated premature deployment is confirmed. However, a definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. Regarding potential damages the instructions for use states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. With regards to general directions, the instructions for use states 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician'. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue flushing till liquid drips at the distal end of the delivery catheter' regarding accessories, the instructions for use states ´the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion'. With regards to general warnings, the instructions for use states that 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 07/2023), g3, h6 (device). H11: h6 (method, result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during stent deployment on iliac vein compression syndrome in the lower limb via, the stent proximal end allegedly released automatically after entering a certain distance on guide wire. It was further reported that stent was removed and procedure was completed with another stent. There was no reported patient injury.